Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported nephrology patient, leg tube more than two months, this monday morning at nine o'clock found pulsed punch sealing tube puncture oozing blood, the department first went to take a film, tuesday sedation teacher for extraction, found that the posterior end of the tube seven centimeters at the rupture, the patient is an elderly woman, bedridden but can walk activities, get out of bed and walk infrequently. Previously maintenance was normal, once every 7 days. No other information was provided.